Manufacturer narrative:
Continuation of d10: product ID 37761; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charger. No symptoms reported. Additional information was received from the healthcare provider who reported the replacement product either does not work or was not the correct part. Technical services (tss) confirmed/assured caller the correct part was replaced. Upon further discussion with the daughter, there was still some confusion and caller will ask local manufacturer's representative (rep) or have patient come into office to troubleshoot further. The rep reported the patient had not received the desktop charger, but had received 2 carelink monitors. The rep stated they ended up taking the carelink monitors, inquired about how to return the equipment, and stated they provided the patient with a spare desktop charger they had in the meantime, and wanted to know what had happened. Patient services (pss) confirmed desktop charger was ordered to be sent to correct address that was also same on file. Pss warm transferred the rep to cardiac pss for further information on the situation and assistance with returning the carelink monitors. No symptoms reported. Additional information was received from the manufacturer representative (rep) that the patient did not receive their replacement dtc however the spare cable rep gave to them is working fine.